Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6)2024, it was reported by the patient that two infusion sets fell off during use in night and day events on 28-june-2024 and 29-june-2024. Infusion set was in use for 3 hours in night event and for 6 hours in day event. The blood glucose level was reported 380mg/dl in night event and 184mg/dl in day event. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR - device 2 of 2